Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: trend analysis can not be conducted as the specific event is not available. Thus, no similarities to investigated events can be compared. Event description: it was reported by the therapeutic goods administration (tga) that the australian orthopaedic association national joint replacement registry (aoanjrr) has registered a higher than expected revision rate for a combination of avenir stem / fitmore cup used for total hip arthroplasty. The reason for revision surgery is unknown, but could however be one of the following: dislocation, infection, loosening, fracture and pain review of received data: data extract from the aoanjrr received for the higher than expected revision rate for a combination of avenir stem / fitmore cup used for total hip arthroplasty providing data such as: average duration of implantation, implant catalog ranges, reason for revision surgeries and years of which the products were revised. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Raw material certificate reviewed on: 15-jan-2020. The review showed that the materials were manufactured according to specification. Sterilization certificate reviewed on: 15-jan-2020. The review showed that the devices were sterilized according to specification. Conclusion: it was reported by the therapeutic goods administration (tga) that the australian orthopaedic association national joint replacement registry (aoanjrr) has registered a higher than expected revision rate for a combination of avenir stem / fitmore cup used for total hip arthroplasty. The reason for revision surgery is unknown, but could however be one of the following: dislocation, infection, loosening, fracture and pain. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The raw material certificate confirm the correct specifications of the raw material composition. The sterilization certificate confirm the correct sterilization according to specification. The countersunk cancellous screws are distributed as non-sterile products and are sterilized internally at the hospital according to their process. Neither x-rays, operative notes, office visit notes, nor devices or photos of the revised implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that there was a revision surgery either due to one of the following events: dislocation, infection, loosening, fracture or pain. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Issue evaluation has been initiated on 24.10.2019 as per management request to further address this outlier report. Investigation for warsaw products captured under (B)(4). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: fitmore shl w scr cones 56/kk; catalog no#: 0100024556; lot#: 2866354, avenir muller stem 5 standard; catalog no#: 0106010005; lot#: 2853014, 2889871, cocr head 32/+4 lg 12/14; catalog no#: 14320720; lot#: 2863536, countersunk cancell scr 6.5/19; catalog no#: 421920; lot#: unknown, countersunk cancell scr 6.5/30; catalog no#: 421930; lot#: unknown, cancl bone scw ti 6.5mmx2; catalog no#: 430107020; lot#: unknown, cancl bone scw ti 6.5mmx3; catalog no#: 430107030; lot#: unknown. Therapy date: (B)(6) 2017. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to unknown reason-potentially dislocation/infection/fracture/loosening/pain.